Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Hcp reported a lack of efficacy. No environmental/external/patient factors were known that may have led or contributed to the issue. The diagnostics/troubleshooting performed included the patient's physicians assistant reprogramming the device to no avail so the system was explanted. The issue was resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.